Manufacturer narrative:
Evaluation method codes have been updated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received erroneous results for one patient sample tested with elecsys ft3 iii, the elecsys ft4 iii assay, the elecsys ft4 ii assay, the elecsys anti-tshr immunoassay, and roche diagnostics cobas elecsys anti-tpo on a cobas 8000 e 801 module. The erroneous results were reported outside of the laboratory. This medwatch will apply to the anti-tpo assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay, refer to the medwatch with patient identifier (B)(6) for information related to the ft4 iii assay, refer to the medwatch with patient identifier (B)(6) for information related to the anti-tshr assay, and refer to the medwatch with patient identifier (B)(6) for information related to the ft4 ii assay. The sample was initially tested at the customer site on the e 801 analyzer on (B)(6) 2019. The sample was also repeated for ft3, ft4, and anti-tpo using the abbott method. The sample was repeated for anti-tshr using the yamasa method. The sample was provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2019. No adverse events were alleged to have occurred with the patient. The serial number of the e 801 analyzer used at the customer site was asked for, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Based on the provided information, a general reagent issue can most likely be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.